Event description:
It was reported that high pacing lead impedance, loss of capture and high capture threshold were noted. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.